Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 15/3.0 mm balloon ruptured at 6 atms on the second inflation. The inital inflation was also to 6 atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a 6f terumo introducer sheath for vascular access, a guidant whisper ms guidewire and a 6f terumo sl4 guide catheter to cross the lesion. The maverick2 monorail balloon was being used to predilate the lesion. The ruptured balloon was remvoed and a medtronic driver 3.0/18 mm stent was placed as a corrective intervention due to the maverick2 monorail balloon rupture. A quantum maverick monorail 20/3.0 mm balloon was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.